Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 22gax1.00in prn slm npvc - material rupture with leakage. On (B)(6) 2025, while the patient was undergoing an enhanced CT scan with contrast agent, the catheter of the indwelling needle (22g, which can be used for high-pressure injection of contrast agent) ruptured, causing the contrast agent to splash. The catheter was subsequently replaced, and the enhanced CT scan was continued. However, due to insufficient contrast agent, the CT results were affected to a certain extent.

Event description:
No additional information available.

Manufacturer narrative:
1. DHR/bhr review (lot#: 4016702): 1) this batch of products were assembled at intima ii auto line 3 in feb 2024, and packaged at cfs package line in feb 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. The customer did not return the defective sample or photos, making it impossible to identify the rupture condition of the catheter. 3. Performed 45psi leakage test for the retained samples of this batch, and no complaint defects are found. 4. When this product is used for high-pressure injection, and the flow rate is set to the maximum of 22g (3 ml/sec), the pressure at the outlet of the high-pressure injector should not exceed 300 psi. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. This product is designed for high-pressure injection with a maximum flow rate of 3 ml/sec using a 22g needle. The pressure at the outlet of the high-pressure injector should not exceed 300 psi. Since the customer's specific flow rate and pressure settings during the injection of contrast agent are unknown, so the root cause of the reported defect cannot be confirmed at this time. The factory will continue to monitor and analyze the issue.